Manufacturer narrative:
The product was not returned for evaluation. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. There have been no other events for this lot to date. The trend analysis, risk analysis, and directions for use review are considered acceptable, with the product performing within anticipated rates. The most probable root cause is user error. The customer used a non-validated delivery device to implant the device. There is no corrective action necessary at this time.

Event description:
It was reported that after implantation of the intraocular lens (iol) into the left (os) eye, using a non-validated delivery device, it was noticed the iol had torn. An incision enlargement was required to explant the iol and a backup iol of the same model and diopter was successfully implanted intraoperatively. A suture was required due to the incision enlargement. There was no damage to the capsular bag, no loss of vitreous, and no vitrectomy was performed. The plan of surgery changed due to the enlargement of the initial incision. In the physician¿s opinion, the most likely cause of the iol damage is a loading error. The patient is reportedly doing great.